Event description:
Patient undergoing pars plana vitrectomy with membrane peel of the left eye. A stiff 25 gauge tano diamond dusted membrane scraper came apart while being used during the procedure. No harm to the patient.